Manufacturer narrative:
Tech found the bushing to linkage from the hex rod broken and not connected to linkage. Tech replaced the bearing to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Tech alleged that the brakes were not holding on the head end of the bed.